Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 scs systems (cervical and thoracic): it was reported the patient was unable to establish communication between his ipg (thoracic) and his external devices. The patient stated he has not recharged his ipg in approximately a month. In addition, the patient has been without stimulation coverage for approximately a month. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced with a different model. The patient reported effective stimulation therapy postoperataive.